Event description:
It was reported that during a code situation an io needle was inserted into a patient for IV access. The top of the io could not be unscrewed by staff members. A second io needle needed to be inserted. Additional information: the hospital for special care does not have sufficient information to respond yes or no to the question of whether the device failure was directly related to the patient's death. However, to our knowledge the failure did not directly cause the patient's death. The patient was found unresponsive; the device was placed during resuscitation efforts but its cap did not open to permit medication to be administered through the device. A second device functioned normally.

Manufacturer narrative:
Qn#(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. The customer returned ten unopened representative ez-io 25mm needle set + stabalizer kits and one opened ez-io 25mm needle set + stabalizer kit with no contents for evaluation. All 11 kits had the same lot number. Visual inspection of the 10 kits containing samples did not reveal any defects or anomalies. Each of the kits was opened and the needle sets were subjected to simulated sawbone insertions using a lab inventory 9058 driver. This functional test is used to determine whether the returned device functions properly when drilled into a medium and/or hard bone. Two sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. All 10 of the needle sets were able to drill into the medium and hard sawbone with no issues. Additionally, all 10 needle stylets were able to be unscrewed and removed from the needle cannula. Certificate of compliance (part of DHR) certifies that the aforementioned lot meets the lake region medical (viant) quality system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 01/2019 and is approximately 2 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with the returned needle sets. No corrective/preventative actions will be assigned. The complaint cannot be confirmed. Functional testing has confirmed no fault found with the returned needle sets. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a code situation an io needle was inserted into a patient for IV access. The top of the io could not be unscrewed by staff members. A second io needle needed to be inserted. Additional information: the hospital for special care does not have sufficient information to respond yes or no to the question of whether the device failure was directly related to the patient's death. However, to our knowledge the failure did not directly cause the patient's death. The patient was found unresponsive; the device was placed during resuscitation efforts but its cap did not open to permit medication to be administered through the device. A second device functioned normally.